Manufacturer narrative:
Product complaint # (B)(4). C22 - photo evaluation. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: -have any injuries been reported to patients or users? No. -was there a significant delay? Yes. -how long was the delay (minutes)? Time required to perform intraoperative abdominal x-ray. The following information was requested, but unavailable: - was there any additional tissue damage as a result of searching for the needle piece(s)? Photo investigation summary ==> this is an analysis for a photo submitted to ethicon for evaluation. During the visual analysis, the following was observed: the photo shows the user holding two needles, one of them with a flat tip. Based on the photo review, the event reported is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the device was not returned our evaluation is limited. We value the opportunity to fully analyze the device upon its return. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. We value your assistance in providing us an opportunity to evaluate the reported event as all information reported to our company is critical to our continuous improvement efforts. A manufacturing record evaluation was performed for the finished device number, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an emergency c-section procedure on (B)(6) 2026 suture was used. During the closure of the abdominal muscle band of a caesarean section, the first operator realized that the needle in use was missing the last part as can be seen from the attached photo. The needle in question is a 0 CT-1 . Intraoperatively, an abdominal x-ray was made on the patient to search for the missing tip of the needle which was negative. No adverse patient consequences were reported. Additional information was requested